Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.